Event description:
It was reported that the device was used during a gall bladder procedure, the tissue pad melt. There was no pt consequence.

Manufacturer narrative:
Eval summary: based on the analysis findings of cracked blade, now reportable. The device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.